Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire while stapling the tissue. Another device was used to complete the case. The patient status was unknown.